Event description:
I purchased the malem ultimate selectable bedwetting alarm from (B)(6). I am one of those who've read the manual from cover to cover before using the product. I noticed that upon sensing urine the alarm used to get a little hot, but I thought that's just how it is. One night the alarm buzzed and I heard a loud bang. Basically, the malem alarm had burnt my child and created a hole right through his shirt, he was quick to react, he pulled out the cord and threw the alarm on the carpet. However, it burnt his neck and we had to rush him the hospital that night. Later we saw that the carpet where the malem fell also burnt right through and there was a hole. It's an extremely dangerous product. Healing his burns took several months and the pain was unbearable.